Event description:
It was reported that the insulin pump was unable to upload data to the software. The caller stated that the insulin pump did not vibrate when the uploading process started, and the software program did not receive any data from the insulin pump. The customer's blood glucose was 11.2 mmol/l. The caller stated that she would try to upload the insulin pump data at the hospital if possible and was advised that the insulin pump needed to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.